Event description:
It was reported that a patient experienced a retinal artery embolism following a cavotricuspid isthmus (cti) ablation of the posterior wall. During the procedure, a farawave catheter was selected for use. Use of the catheter to ablate the cti of the posterior wall is considered off label use as the farawave's instructions for use indicate the catheter should only be used for pulmonary vein isolation. A total of 82 applications were performed. No additional issues related to the farawave catheter device were noted. Post-operatively, the patient complained of eye discomfort and visited an ophthalmologist, where the patient was diagnosed with retinal artery embolism. The patient did not receive any treatment at the ophthalmologist to treat the reported event. No magnetic resonance imaging (MRI) or computed tomography (CT) scan were performed. The patient had not fully recovered from the event to date. The farawave catheter is not expected to return for analysis as it was discarded.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information on patient status other than that the patient had not yet fully recovered have not been received. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because following good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because following good faith efforts. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a retinal artery embolism following a cavotricuspid isthmus (cti) ablation of the posterior wall. During the procedure, a farawave catheter was selected for use. Use of the catheter to ablate the cti of the posterior wall is considered off label use as the farawave's instructions for use indicate the catheter should only be used for pulmonary vein isolation. A total of 82 applications were performed. No additional issues related to the farawave catheter device were noted. Post-operatively, the patient complained of eye discomfort and visited an ophthalmologist, where the patient was diagnosed with retinal artery embolism. The patient did not receive any treatment at the ophthalmologist to treat the reported event. No magnetic resonance imaging (MRI) or computed tomography (CT) scan were performed. The patient had not fully recovered from the event to date. The farawave catheter is not expected to return for analysis as it was discarded. It was further reported that there were no particular changes on the patient health status to date. The patient condition remains stable, and no other treatment was performed.